Event description:
The sales rep reported that during an acl repair that the distal tip of the customer's biointrafix hex driver, 30mm broke off inside the screw head inside the patient's joint space. The sales rep reported that the surgeon was applying a lot of torque and was at a hard angle at the time. The sales rep reported that they were able to remove the broken tip from the screw leaving no broken metal pieces inside the patient. The screw was left securely in the bone hole. The surgeon completed the procedure with another like device with no patient consequences. The procedure was delayed less than 5 minutes. The sales rep could not provide a lot number but reported that the device was over 5 years old and was worn.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the entire distal end where it tapers off from the shaft is broken. Under magnification, the broken distal end of the shaft was observed to be twisted. This failure is consistent with excess torque being applied and over time leads to this failure. It was reported in the complaint that the user was applying a lot of torque and at a hard angle at the time of failure. This failure can be attributed to user technique issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. This is an anomaly and indicates excess force was applied while using the device. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl repair that the distal tip of the customer's biointrafix hex driver, 30mm broke off inside the screw head inside the patient&apos;s joint space. The sales rep reported that the surgeon was applying a lot of torque and was at a hard angle at the time. The sales rep reported that they were able to remove the broken tip from the screw leaving no broken metal pieces inside the patient. The screw was left securely in the bone hole. The surgeon completed the procedure with another like device with no patient consequences. The procedure was delayed less than 5 minutes. The sales rep could not provide a lot number but reported that the device was over 5 years old and was worn.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device is in process.